Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
No product from the event was returned for evaluation, and the pads used were discarded with no photos available. The customer reported that proper skin preparation was performed, though details were not provided. Retained samples from the same lot were visually inspected and found to be within specification, with no issues related to gel placement, foam integrity, or adhesion; pads were noted to be tacky. Raw material inspection records also met all visual and dimensional requirements. Due to the absence of the actual event pads and limited information on skin preparation, the root cause of the reported adhesion issue could not be determined. Based on the retain sample investigation, no fault was found. Analysis for reports of this type has not identified an increase in trend.